Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of the device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Since the implant of the system was relatively recent, it was decided to keep monitoring the patient. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of the device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Since the implant of the system was relatively recent, it was decided to keep monitoring the patient. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the shock impedance measurements, were measuring at 143 ohms. This has been a gradual increase. Troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Since the implant of the system was relatively recent, it was decided to keep monitoring the patient. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.